Event description:
Event description this device was returned to boston scientific for unknown reasons. There were no allegations or complainst against the device. Subsequently, the device was retrieved from archive for further analysis testing.